Event description:
It was reported that a shaft break occurred. A 4.00 x 20mm synergy xd drug eluting stent was used for treatment. However, during a procedure, the shaft broke and failed to cross the lesion. The procedure was completed with no patient complications nor injuries reported.

Manufacturer narrative:
As the event date was not reported, the first day in the month of the aware date is provided.